Event description:
It was reported that there was placement difficulty with the left ventricular (lv) lead during implant. The patient experienced hiccups since coming home from the implant. The lv lead exhibited high thresholds. It was noted that the patient was experiencing atrial fibrillation (af) with rapid ventricular response. The lv lead was reprogrammed and then programmed off, but the hiccups persisted. It was suspected that the hiccups were unrelated to the lv lead capture or outputs and may be related to a physiologic issue. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continued from d10: dtpa2qq crt-d implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.